Event description:
Received info that an 840 ventilator's graphical user interface (gui) upper display is blank. Device was not being used on a pt when event occurred. Service technician verified malfunction. The service technician inspected the device and replaced the gui printed circuit board assembly (pcba) and the backlight inverter pcba. Device pass extended self test (est).

Manufacturer narrative:
(B)(4).